Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 8 months due to unknown reasons. The explanted valve was replaced with a 21mm 3300tfx aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: corrected section : b5, h6 (component code, clinical code, device code, investigation findings, investigation conclusions). Updated sections: b7, g3, g6, h2, h6 (type of investigation ). Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as, but not limited to; wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be most likely due to patient related factors including end stage renal disease, diabetes mellitus(dm) , chronic kidney disease (ckd), coronary artery disease (cad), and hyperlipidemia (hld). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of three (3) years, eight (8) months due to severe regurgitation with leaflet perforation. Patient presented with chest pain. The explanted valve was replaced with a 21mm 3300tfx aortic valve. Patient tolerated the procedure well without immediate complications, and was transferred to ICU and discharged on pod#10 per medical records, patient also underwent repair of a root pseudoaneurysm with bovine patch, patch repair of posterior mitral valvular annular abscess pocket, and mvr. There was no evidence of any active infection. Upon inspection of the aortic valve, there were perforations in two of its leaflets. A 21mm 3300tfx valve was sutured in place with pledgets facing the ventricular side. The patient was taken off bypass without difficulty. This is a 51-year-old male patient . Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.